Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, the black box showed no pump reboots. Battery compartment was cracked at threads on the side and separately below the grip pad, returned battery cap is undamaged and able to fit.the battery cap was fastened and then unscrewed ½ turn with no reboots occurring. ¿ez-prime¿ steps were performed correctly, no power interruption occurred during the investigation, unable to duplicate ¿power¿ complaint. The pump¿s cover was removed, no moisture corrosion or any intermittent condition was found to the power pcb. Unrelated to the original complaint, the display screen contrast is dim and reddish.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that there was a crack in the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no allegation of an adverse event associated with this complaint.